Manufacturer narrative:
Patient weight was requested but was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had frequent "no active alarms" and "power cable disconnect" alarms. The log files captured a no external power event on (B)(6) 2020 while the patient's device was powered by the mobile power unit. There was no interruption in pump support during this event.

Event description:
Related MFR #: 2916596-2021-00278. It was reported that the patient had frequent "no active alarms" and "power cable disconnect" alarms. The log files captures a no external power event on (B)(6) 2020 while the patient's device was powered by the mobile power unit (mpu). This event was determined to be due to a loss of power to the house. There was no interruption in pump support during this event, and the alarm resolved when the patient connected the device to battery power. The mpu was reported to have a v-lock connector a/c power cord. The site clarified that the report of "no active alarms" was in reference to this single incident of a no external power alarm. The log files also captured some intermittent indications of a weak connection between the batteries & clips resulting in power cable disconnect events. Technical services recommended cleaning the battery and battery clip contacts to try to resolve the issue. There was no reported reoccurrence of the power cable disconnect alarms. The site also noted that the patient's device did not have audible alarms for these events.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log files. The submitted event log file contained approximately 7 days of data (01dec2020 ¿ 08dec2020 per the timestamp) and the submitted periodic log file contained approximately 11 days of data (27nov2020 ¿ 08dec2020 per the timestamp). The log files captured low voltage hazard and no external power alarms from the first event in the event log file (captured on 01dec2020 at 21:53:36) to 01dec2020 at 21:53:52 due to a loss of external power while connected to the mpu. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarms activated cannot be determined from the log file. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system without any issues during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. The root cause of the reported event was determined to be loss of ac power due to a power interruption to the patient¿s home while connected to the mpu. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number mpu-36127, was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 27nov2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, low voltage, and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.